Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that the patient experienced a blood glucose (bg) of 530 mg/dl. There were no reported ketones or symptoms. The family member stated that the patient's infusion set/site was changed the previous evening, and occlusion alarms have been occurring during bolus delivery since the set/site change. The family member removed the infusion set during the call to animas customer support (cs), and reported that the cannula was bent. Cs reviewed the pump with the family member and found that pump history matches delivery amounts. There was no issue found with the pump. It was noted in the bolus history that partial boluses were delivered (B)(6) 2011 and (B)(6) 2011 due to the reported occlusion alarms. The family reportedly changed the set/site and gave a correction for the elevated bg. The patient resumed insulin pump therapy without further reported incident. This complaint is being reported because there is not sufficient information to rule out insulin pump therapy as a contributor to the patient's reported hyperglycemic event.